Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed an opening on radius assessed as fold flaw opening. Additional observations: crease fold, stress marks and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported "can you look into seeing if we have received any or the physician¿s office has started a warranty claim for the following patient:" of an unknown side. Healthcare professional reported rupture and capsular contracture baker grade 1. Device has been explanted.